Event description:
Potential for injury associated with the right motor locking up on an m51p consumer power wheelchair. This could cause a veering problem that could cause the user to lose control of the chair.